Event description:
It was reported that the lv lead could not be advanced to the target vessel because of the variation of the blood vessel. The lead was removed and another lv lead was successfully positioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.